Event description:
Fire dept personnel attempted to use the device on a person diagnosed in cardiac arrest. The device allegedly failed to turn on. An ambulance crew subsequently arrived and diagnosed the pt's ECG rhythm as non shockable. The pt was not resuscitated. The reporter indicated the device did not likely cause or contribute to the pt's death. This opinion was based on the immediate use of a backup defibrillator.